Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump did not turn back on after changing the battery. The customer was using an old battery cap. Customer's blood glucose level was 110 mg/dl. The customer did not troubleshoot. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.